Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator experienced a check flow sensor alarm and patient disconnect alarm during a patient ventilator. The patient was not harm. During the inspection of the device, it was discovered that flow sensor was last calibrated (B)(6)2024. No health consequences or impact

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: ventilator experienced a check flow sensor alarm and patient disconnect alarm during a patient ventilator. The patient was not harm. During the inspection of the device, it was discovered that flow sensor was last calibrated (B)(6) 2024. No health consequences or impact.